Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the device fired on its own before the biopsy was done. The same event occured with another device. There were no patient complications reported as a result of this event. Note: the report pertains to one of two devices used during the same procedure. Refer to associated manufacturer report number 3005099803-2009-1845 for report on the other device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record revealed no anomalies that could be associated with this incident.